Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient's first three days post-implant were good, and then they started having pain from the implantable neurostimulator (ins). The patient did not have chronic back pain but this pain went from the ins to the whole half of their buttock and tailbone area. The ins was bulging a little bit and when the patient was sitting for a long period of time they could hardly sit and it hurt when they walked. The pain was gradually getting worse and more severe, and addressed it with their healthcare provider (hcp). The hcp thought it might need to be implanted deeper but they did not really know, and the patient called to get more info about why they were having that pain. The patient stated they and their hcp decided to wait a week. The patient was to follow up with their hcp. The patient later reported that they went to the emergency room (ER) 3 times in (B)(6) 2016. The patient had oozing, a staph infection, and severe pain. The device was working great. The problem he was having was not due to the device but it was not implanted deep enough. They were going to reposition it on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.